Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to slight loose drive support disk. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. No a33 alarms noted. The insulin pump had missing end cap sticker, broken battery tube threads, cracked reservoir tube, scratched keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was reported to be 252mg/dl. The drive support cap was reported to be flushed. It was reported that the pump would be replaced and returned for analysis.